Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that the patient experienced cardiomyopathy and target vessel revascularization. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to the middle lad with 99% stenosis and was 24 mm long, with a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilatation and placement of 3.50 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with ischemic cardiomyopathy and was hospitalized on the same day for further evaluation and treatment. At the time of the event, the subject was on aspirin and ticagrelor. Five days later, the subject was referred for coronary angiography which revealed 100% stenosis noted in proximal lad which had previously placed study device and was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was noted to be 0%. Additionally, medication was given to treat the event. Nine days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital.

Event description:
Promus premier china registry. It was reported that the patient experienced cardiomyopathy and target vessel revascularization. In (B)(6) 2019, the subject was referred for cardiac catheterization. The target lesion was located in the proximal left anterior descending artery (lad) extending up to the middle lad with 99% stenosis and was 24 mm long, with a reference vessel diameter of 3.50 mm. The target lesion was treated with pre-dilatation and placement of 3.50 mm x 28 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with ischemic cardiomyopathy and was hospitalized on the same day for further evaluation and treatment. At the time of the event, the subject was on aspirin and ticagrelor. Five days later, the subject was referred for coronary angiography which revealed 100% stenosis noted in proximal lad which had previously placed study device and was treated with percutaneous coronary intervention. Post intervention, the residual stenosis was noted to be 0%. Additionally, medication was given to treat the event. Nine days later, the event was considered to be recovered/resolved, and the subject was discharged from the hospital. It was further reported that in march 2023, the subject presented with the symptoms of ischemia. Five days later, the subject was diagnosed with ischemic cardiomyopathy and revascularization was recommended to treat the event.

Manufacturer narrative:
E1. Initial reporter phone: +(B)(6).